Manufacturer narrative:
Investigation: bd has been provided with a photo and samples for catalog 307731 lot 1903307 to investigate. Visual inspection of the affected sample reveal breakage of the syringe barrel. As a result, bd was able to verify the reported issue of barrel cracked which lead to a leakage. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the syringe barrel. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. DHR showed no indication of the alleged defect.

Event description:
It was reported that a hole was discovered in the bd emerald¿ syringe during the dialysis when it began leaking. The following information was provided by the initial reporter: "during dialysis the nurse found out there was something wrong with the syringe. She changed several times to new syringes, until it worked as it should. The first 3-4 syringes she threw away and she doesn´t know what was wrong with them. It was on the 4:th or 5:th syringe she saw it /understood there was a hole in the syringe, and it was leaking. She have kept this leakage syringe for evaluation. They have 3 more boxes with these syringes, with the same lot-number. In these 3 boxes they have taken a few syringes out from each box, and tried them (without patient), but they didn´t find any holes. What have happened to the first 3-4 syringes, that was thrown away, we don´t know but now they have started to use another lot-number and everything works as it should."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was discovered in the bd emerald¿ syringe during the dialysis when it began leaking. The following information was provided by the initial reporter: "during dialysis the nurse found out there was something wrong with the syringe. She changed several times to new syringes, until it worked as it should. The first 3-4 syringes she threw away and she doesn´t know what was wrong with them. It was on the 4:th or 5:th syringe she saw it /understood there was a hole in the syringe, and it was leaking. She have kept this leakage syringe for evaluation. They have 3 more boxes with these syringes, with the same lot-number. In these 3 boxes they have taken a few syringes out from each box, and tried them (without patient), but they didn´t find any holes. What have happened to the first 3-4 syringes, that was thrown away, we don´t know but now they have started to use another lot-number and everything works as it should."